Event description:
Device malfunction: stent fracture. Symptoms/ae: in-stent restenosis. Time of ae: approximately 11 months postprocedure. It was reported that approximately 11 months post a right internal carotid artery stenting procedure, the patient was found to have in-stent restenosis with a possible stent fracture. The patient was rehospitalized and had angioplasty with a viatrac balloon. There were no reported adverse patient effects. Although requested, there is no additional information available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Study report. The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.